Event description:
It was reported that the patient had an inappropriate shock. The doctor is going to replace the electrode. Technical services discussed how to set up the latitude monitoring communicator with the patient. This was done successfully. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock. The doctor is going to replace the electrode. Technical services discussed how to set up the latitude monitoring communicator with the patient. This was done successfully. There were no additional adverse patient effects. The system remains implanted.